Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation, therefore no further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to a metal allergy.